Event description:
It was reported that a nurse was trying to set the brake on an s3 bed. Reportedly, her foot slipped and she injured it. It was reported that she went home, but then came back to the emergency room because her foot was bothering her. Reportedly, she chipped or fractured a bone in her foot and is off work. This reportedly occurred on the night shift.

Manufacturer narrative:
Add'l info is unavailable at this time. When more info is available, a f/u report will be submitted.